Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for missing stopper with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® sst¿ ii advance plus blood collection tubes was missing a component of product. This event occurred 3 times. The following information was provided by the initial reporter: the "staff noticed that the rubber stoppers were missing on the sst tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® sst¿ ii advance plus blood collection tubes was missing a component of product. This event occurred 3 times. The following information was provided by the initial reporter: the "staff noticed that the rubber stoppers were missing on the sst tube.¿